Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain, localised pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy/abnormal bleeding"), abdominal distension ("bloating"), feeling abnormal ("brain fog"), amnesia ("memory loss"), headache ("headaches") and mental disorder ("psychological/psychiatric problems") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, genital haemorrhage, abdominal distension, feeling abnormal, amnesia, headache, mental disorder and weight increased had resolved. The reporter considered abdominal distension, amnesia, feeling abnormal, genital haemorrhage, headache, mental disorder, pelvic pain and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: product removal date added. New events: bloating, brain fog, memory loss, headaches, heavy/abnormal bleeding, psychological/psychiatric problems, weight gain added. Consumer address added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain, localised pain") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of anxiety and parity 2. Concurrent conditions were listed as depressive disorder, flatulence and perineal pain. On (B)(6) 2017, the patient had essure inserted. Essure was removed on (B)(6) 2020. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), genital haemorrhage ("heavy/abnormal bleeding"), abdominal distension ("bloating"), brain fog ("brain fog"), amnesia ("memory loss"), headache ("headaches") and mental disorder ("psychological issues/psychiatric problems") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy). At the time of the report, all of the events had resolved. The reporter considered abdominal distension, amnesia, brain fog, genital haemorrhage, headache, mental disorder, pelvic pain and weight increased to be related to essure administration. The reporter commented: procedure-essure filled x 2. Left-3 coils at ostia. Right-3 coils at ostia. Diagnostic results (normal ranges are provided in parenthesis if available): [ultrasound scan] on (B)(6) 2017: satisfactory position of both essure coils. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: abdominal distension, feeling abnormal, mental disorder, pelvic pain. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 16-may-2023: annex f updated and references added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain, localised pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included parity 2. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy/abnormal bleeding"), abdominal distension ("bloating"), feeling abnormal ("brain fog"), amnesia ("memory loss"), headache ("headaches") and mental disorder ("psychological/psychiatric problems") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, genital haemorrhage, abdominal distension, feeling abnormal, amnesia, headache, mental disorder and weight increased had resolved. The reporter considered abdominal distension, amnesia, feeling abnormal, genital haemorrhage, headache, mental disorder, pelvic pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2017: satisfactory position of both essure coils. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: abdominal distension, feeling abnormal, mental disorder, pelvic pain. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021: medical records received - reporters, date of birth, medical history and lab data added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain, localised pain") in an adult female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of anxiety and parity 2. Concurrent conditions were listed as depressive disorder, flatulence and perineal pain. On (B)(6) 2017, the patient had essure inserted. Essure was removed on (B)(6) 2020. On unknown date she experienced pelvic pain (seriousness criteria medically important and intervention required), genital haemorrhage ("heavy/abnormal bleeding"), abdominal distension ("bloating"), brain fog ("brain fog"), amnesia ("memory loss"), headache ("headaches"), mental disorder ("psychological issues/psychiatric problems"), dyspareunia ("dyspareunia") and device intolerance ("inability to tolerate the device") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the pelvic pain, genital haemorrhage, abdominal distension, brain fog, amnesia, headache, mental disorder and weight increased had resolved. The outcome of dyspareunia was unknown. The reporter considered abdominal distension, amnesia, brain fog, device intolerance, dyspareunia, genital haemorrhage, headache, mental disorder, pelvic pain and weight increased to be related to essure administration. The reporter commented: procedure-essure filled x 2 left-3 coils at ostia right-3 coils at ostia. Diagnostic results (normal ranges are provided in parenthesis if available): [ultrasound scan] on 10-may-2017: satisfactory position of both essure coils concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: abdominal distension, feeling abnormal, mental disorder, pelvic pain. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 19-jan-2024: medical record received. New events dyspareunia & device intolerance added. Reporter information updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain, localised pain') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("heavy/abnormal bleeding"), abdominal distension ("bloating"), feeling abnormal ("brain fog"), amnesia ("memory loss"), headache ("headaches") and mental disorder ("psychological/psychiatric problems") and was found to have weight increased ("weight gain"). The patient was treated with surgery (salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, genital haemorrhage, abdominal distension, feeling abnormal, amnesia, headache, mental disorder and weight increased had resolved. The reporter considered abdominal distension, amnesia, feeling abnormal, genital haemorrhage, headache, mental disorder, pelvic pain and weight increased to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 12-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.